Event description:
Spontaneous call from patient regarding high pressure alarm on veletri pump. Relayed that he switched to his backup pump (sn (B)(4)), changed both cassette (lot no. 4284652) and tubing (lot no. 4298340), and is still getting same alarm. Asked if he checked for kinks in the tubing and if it was on correctly and he confirmed everything set up appropriately. Patient asked for guidance on next steps and advised him to go seek medical attention. He voiced understanding and mentioned that he would reach out to his provider and meet them at the hospital. No further information provided. Product lot number and expiration date were systematically retrieved from the dispensing system. Did the reported product fault occur while in use with the pt? No; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? No; did we [MFR] replace the cassettes? No; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? No; if no, what was the pt instructed to do in able to continue their infusion? Advised to seek medical attention at hosp, to which he agreed; is the infusion life sustaining? Yes; what is the outcome of the event? Hosp admission; resolved? "Not quite," ongoing? Yes. Reported to (B)(6) by pt/caregiver.